Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows that a clinician was holding the drainage catheter hub in which the fracture at the rim of the catheter hub was noted. The rim of the hub was brittle and fractured into small pieces was noted. Therefore, the investigation is confirmed for the reported fracture and material separation. However, the investigation is inconclusive for the reported leakage issue as no leak was noted in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: e1, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided ascites percutaneous drainage catheter placement, the drainage catheter connector was allegedly fractured and separated into multiple parts. Reportedly, the leakage was noted. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post an ultrasound guided ascites drainage catheter placement, the drainage catheter connector was allegedly fractured and separated into multiple parts. Reportedly, the leakage was noted. The procedure was completed with another device. There was no reported patient injury.